Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 80% stenosed lesion was located in the severely tortuous and moderately calcified left anterior descending artery. Access was obtained through the femoral artery. A 12x2.5mm compliant balloon was used for predilatation. A 32x3.0mm promus element stent delivery system was advanced, but could not cross the lesion. The device was removed the edge of a stent was noted to be damaged. The balloon was inserted again and dilated the lesion. The procedure was completed with a 32x2.5mm promus element stent delivery system. There were no reported patient complications and the patient' s status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).